Event description:
The patient was experiencing poor pain relief. At pump refill, 18ml of drug was aspirated from the reservoir. A dye study was done and reported as suspected stalled rotor. The pump was explanted and replaced. The hcp also reported finding a catheter disconnect at revision surgery.